Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The patient had slight spontaneous respiration and used 4 liter of oxygen with tppv. The patient required to be manually ventilated with a bag valve mask. The patient's wife reported that the patient had respiratory discomfort and was taken to the emergency room. The patient went home with trilogy evo. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. The patient had slight spontaneous respiration and used 4 liter of oxygen with tppv. The patient required to be manually ventilated with a bag valve mask. The patient's wife reported that the patient had respiratory discomfort and was taken to the emergency room. The patient went home with trilogy evo. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board and blower assembly were replaced to address the issue.